Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for less than one hours and the patient got treated with insulin pump. No further information is available.